Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the alleged deficiency with the product that caused or contributed to the patient event? The patient demographic info: age, gender, weight, bmi at the time of index procedure date of index surgical procedure? Product lot number? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement? Date - time of onset of infection/abscess from the surgical procedure? Was any medication prescribed or surgical intervention performed to treat symptoms? Please specify/describe treatment. Were cultures performed? Results? What is physicians opinion as to the etiology of or contributing factors/cause to this event? What is the patients current status? Trade name - irgacare¿ active ingredient(s) (B)(4) dosage form suture/solid/parenteral strength = (B)(4).

Event description:
It was reported that the patient with muscular dystrophy underwent a c-section on unknown date and the barbed suture was used by continuous suturing to close the wound in dermal suture. After surgery, infection occurred. It was reported that specifically, the infection was an abscess at the sutured part. It was also reported that the patient was prone to pus in various parts originally, so it could not be identified as a product cause, and the cause is being considered from various directions. The patient was treated appropriately and did not get serious. Additional information has been requested.